Manufacturer narrative:
The product was returned. Per the returns plan in oracle unit returned on 08/26/2014. Evaluation shows camber plug pulled out of axle tube. MDR is being submitted as a result of a retrospective complaint review.

Event description:
Per provider, the quick axle was stuck and it pulled out of the inside of the chamber tube when the customer tried to move.